Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one of the five pin in the orange connector back of the housing was missing. The pin was not returned with the instrument. Additional observation not reported by site was distal pulley damage. Indentations at the edge of the distal pulley and visible scratches on the surface were found. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the customer noted a missing wire located on the back of the pk dissecting instrument. No patient harm, adverse outcome or injury was reported.